Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was not connected to the bus and could not be recovered. The customer stated that they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 4.2 was not connected to bus. A field service engineer (fse) found that the unit lost drawer unexpectedly. Multiple reboots failed to restore it, and it was missing from the virtual map. All connections and controller boards were reseated without success. The drawer controller was replaced, bringing cubies online, but some remained failed. Suspecting prior read/write errors, the module controller was also replaced and verified. The system functioned as intended after the field service engineer repaired the device.